Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that the device was found to be in backup vvi mode. The patient was asymptomatic. A device code download was performed successfully. The device remains implanted.